Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy procedure on (B)(6) 2009. The reservoir functioned properly upon the first activation. On (B)(6) 2009, the locking plate of the reservoir was unable to be reactivated. Therefore, a second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.